Event description:
Patient connected to continuous infusion fluorouracil (5-fu). Patient completed forty-six hour 5-fu at 6pm. Patient independent with disconnect, however this was the first time performing on own. States port will not flush. Family friend who is a nurse came to home and cannot get port to flush. Patient verifies all clamps are open with no visible kink in port tubing. Instructed patient and friend on troubleshooting steps including pressing over chest port. Still unable to flush. Per conversation the patient states chemo balloon looked empty at approximately 9am today, however she waited until disconnect time at 6pm to recheck. Patient states she contacted vna who stated they would send rn, although patient was discharged from services. Writer called visiting nurse association (vna) and verified that a nurse who is skilled in port access is making visit. Received call back from a nurse who stated she just learned the patient is discharged and they cannot send a nurse. Called patient and offered to make home visit, however drive time is one and half hour. Patient declined visit and will go to local emergency room. Representative contacted an outside hospital emergency department: instructed that wait time would be approximately four to five hours. Patient contacted another outside hospital emergency room with one hour wait time. Patient to go to the second hospital. Follow up per team in am to check status. Subsequentially, call received from patient with update: ER re-accessed port. Excellent blood return and flushed easily with normal saline and heparin, then needle removed. Patient already on way back home. Thanked patient for update. No follow up needed by team.